Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and mildly calcified external iliac artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.